Event description:
On (B)(6) 2012, consumer claims that about a year ago while using their elite sonicare toothbrush, they chipped their tooth and had to have it fixed, but never called in. Consumer states that after they fixed their tooth, they continued using the product for a year. Consumer states that they chipped a tooth for the second time now.

Manufacturer narrative:
On (B)(4) 2012, the unit was requested for evaluation, prepaid shipping label was sent to the consumer to send the device back. On (B)(4) 2012 have not received the unit, will file a follow up.